Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had reservoir compartment anomaly. Customer's blood glucose level at the time of the incident was 10.0mmol/l. It was reported that customer changed the reservoir but the insulin did not notice the reservoir. It was reported that insulin was pushed out and eventually insulin pump noticed reservoir. It was reported that new reservoir was inserted and pump was fine. Customer declined to perform displacement test and high pressure test. It was stated that customer did not trust insulin pump. The insulin pump will be returned for analysis.